Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The stated that the button previously required multiple presses, but was now completely unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to bolus, act, up arrow, and down arrow was flat button dome. The connector was inspected and lock on the lcd board. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and stained end cap sticker noted.